Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a left leg angio procedure, the balloon catheter burst at 4-6 atm in the superficial femoral artery. The procedure was completed using a competitor's product. According to the initial reporter, the device did not remain inside the patient's body, no additional procedures were required, and the patient did not experience any other adverse effects due to this occurrence.